Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the balloon detached from catheter shaft inside the patient. Physician was able to remove the piece of balloon with the stent retriever. No clinical consequences were reported to the patient.

Event description:
It was reported that the balloon detached from catheter shaft inside the patient. Physician was able to remove the piece of balloon with the stent retriever. No clinical consequences were reported to the patient.

Manufacturer narrative:
The DHR review indicated that all released products met all material, assembly and performance specifications. During analysis under magnification the flowgate balloon was examined and it was observed that the balloon was ripped (ruptured)from its proximal side. The balloon was ripped (ruptured) 360 degree around the flowgate and rolled over its distal tip section. The flowgate shaft was inspected along its length and it was found kinked on its proximal shaft and middle shaft. The flowgate was also wrinkled on its middle and distal shaft. Upon investigation the flow gate was found perforated at 2.6cm from its distal tip. The reported complaint that the balloon detached from the catheter was not confirmed based on analysis. Although the balloon was found to be ripped from its proximal side during analysis and no section of the balloon material was missing from the balloon. In addition, an unknown material piece approximately 1.5cm in length was returned packaged in a plastic vial. The unknown material was examined and identified as polytetrafluoroethylene (ptfe) upon further analysis by r&d. The ptfe did not appear to have come from the flowgate shaft upon device inspection. The origin of the ptfe material could not be determined based on the investigation. Based on the investigation and information provided, the observed anomalies appear to be associated with a device that met stryker design and manufacturing specifications and was used in accordance with the dfu, but due to procedural factors during use, the device performance was limited. Therefore, a probable cause of procedural factors has been assigned to the analyzed balloon burst/ruptured and other catheter damages (wrinkles, perforated shaft).